Event description:
It was reported that prior to an ultrasound-guided breast biopsy procedure through fibroadenoma tissue, the device inner package allegedly had cracks. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two encor biopsy probes were returned for evaluation. Both the returned probes appeared clean with the aperture approximately 100% closed. The saline cap was returned. It was noted that damage appeared to be on the product packaging. No other anomalies were identified. Therefore, based on the findings, the investigation is confirmed for the reported tear/ creak issue as a damage appeared to be on the product packaging. Although, the samples were returned. Three electronic photos were provided and reviewed. The first photo shows one encor biopsy probe with its unit packaging. A tear/crack can be noted to the device packaging. The second photo one encor biopsy probe with its unit packaging. A tear/crack can be noted to the device packaging. The third photo shows the visible label of the device that matches the reported information. Based on the photo review the reported crack/tear issue can be confirmed. A definitive root cause for the alleged cracks in the device package issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022), g3 h11: h6 (method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 02/2022). Device pending return.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy through fibroadenoma tissue, the device inner package allegedly had cracks. The procedure was completed using another device. There was no patient contact.